Manufacturer narrative:
The reported field event of far r wave oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported oversensing could not be determined.

Event description:
New information received indicates that the device was explanted due to eol/eri.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with episodes of rvnso and vf. Lead noise on the rv sense amp, possible failure to capture, and oversensing were observed. Lead dislodgement was suggested. The patient should be brought in clinic for further investigation. No further information is available.